Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the failure 4006, coin cell is empty. Connector j13 on mainboard is broken. Motor failed the calibration procedure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a depleted battery, a defective circuit board and motor failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was found unable to start up correctly displaying the error 4006, besides the connector j13 on mainboard is defective, making the pump unable to operate on ac power, and the device cannot generate and control negative pressure. No patient was involved because this was found during service and repair.